Manufacturer narrative:
An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs (device history review) for the libre sensor and sensor kit was reviewed and the dhrs showed the libre sensor and sensor kit met specifications prior to release to distribution. Applicator (B)(6) has been returned and investigated. Visual inspection has been performed on the applicator and cap. No issue was observed. Applicator had fired; loose sharp was observed. Also, bent sharp body and tip was observed. Sensor cap was retained within the applicator cap. Removed puck carrier and performed visual inspection on the sharp carrier and excessive flash was observed on the sharp carrier. It was unable to perform further investigation due to sensor not returned. An extended investigation has been performed. Visual inspection was performed on the returned sensor, hpqe observed a bent sharp, confirming phase 1 findings. The hpqe (hardware product quality engineering) was unable to review sensor data due to sensor not returned. The hpqe performed a visual inspection and found a fired applicator with a bent sharp body and bent sharp tip. No other functional testing was required for this issue. A bent sharp could occur due to the customer double capping the applicator after opening it. The issue is not confirmed to use due to incorrect assembly. All pertinent information available to abbott diabetes care has been submitted.

Event description:
The customer reported that the inserter needle of the abbott diabetes care (adc) device remained in the arm. The customer did not experience any symptoms. They were able to self-treat by removing the needle from their arm. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The product has been requested back for investigation and the customer agreed to return the device. A follow-up report will be submitted upon completion of investigation activities or if additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
The customer reported that the inserter needle of the abbott diabetes care (adc) device remained in the arm. The customer did not experience any symptoms. They were able to self-treat by removing the needle from their arm. There was no report of death or permanent impairment associated with this event.